Manufacturer narrative:
H3: product analysis ¿ as found condition: the react 68 catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an open react-68 inner pouch (b616616). ¿ damage location details: no damage was found with the react 68 catheter hub. The react 68 catheter body was found broken at ~68.0cm from the proximal end of the catheter hub. The react 68 catheter distal tip was found to be in good condition. No other damage was found with the react 68 catheter. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink¿ report could not be confirmed. However, the customer¿s report of ¿catheter separation/break¿ was confirmed. The returned react 68 catheter was found broken; however, no catheter kinks were found. Damage can occur due to an impact from an unknown source prior to being opened, damage during storage, use-related, or manufacturing-related (e.g., operator handling damage, missed inspection). However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that it was planned to use the react-68 aspiration catheter during a mechanical thrombectomy procedure.  However, after opening the react-68 package, the catheter was found to be broken so it could not be used. It was replaced for the procedure.  It was noted that the react catheter and all accessory devices were prepared and catheter flushed administered per the instructions for use (IFU).  As the issue was observed prior to use, it is considered that there was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the catheter damage/break was observed when opening the package during surgery. The cause of the catheter break was not determined. The catheter was previously reported to be broken. It was clarified that the catheter was kinked. There was no damage or evidence of tampering to device packaging. The damage was noticed upon opening the package. No preparation was performed prior to the damage being seen. The broken react catheter was not used during the procedure/in the patient's body.